Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer cleared the alarm and resumed insulin therapy, however, they denied further troubleshooting. There was no adverse impact to customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.